Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an incomplete bolus alert. Blood glucose level was 212 (mg/dl). During troubleshooting with tandem technical support (cts), the cause of the alert was explained to the customer (bolus screen is opened but no action is performed and screen is not exited within 90 seconds). Additionally, pump data logs were reviewed and verified that the customer had interacted with the pump prior to the alert occurring; however, the customer denied having accessed the bolus screen.

Event description:
It was reported that the customer received multiple, incomplete bolus alerts.

Manufacturer narrative:
(B)(4).